Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination of the implantable cardioverter defibrillator, it was discovered that the device exhibited post paced t-wave oversensing. The device was then reprogrammed. The patient was in stable condition.